Event description:
It was reported that during an unknown procedure, the cover of the endoscope was found off the scope and into the patient's lumen that was retrieved using a rat tooth forceps. No further harm to the patient was reported.